Event description:
Healthcare professional reported that the day after injection in the lips with "less than one syringe" of juvederm ultra plus xc, the pt presented with a "red, swollen, and inflamed lip." Pt also experienced pain in the lips and developed "necrotic tissue" on the inside of the mouth. Pt was treated with hyaluronidase. The symptoms were believed to be caused by a vascular event. Symptoms resolved approximately 2 weeks after symptom presentation.

Manufacturer narrative:
(B)(4). Medwatch sent to FDA on 01/16/2015. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of red, swollen, inflamed, pain, "necrotic tissue, and vascular event are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. DHR summary: the documentary research in the bacth file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.